Manufacturer narrative:
H10 additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes.

Event description:
Edwards received notification that a 64 year old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years due to non-calcific degeneration leading to mixed stenosis and regurgitation. The patient presented with nyha iii symptoms. A 23mm transcatheter valve was successfully implanted within the pre-existing surgical edwards valve using the transfemoral approach. The patient was scheduled to be discharged the day after the procedure. As reported, this valve deterioration wad due to patient's young age and diabetes. The patient was discharged on pod# 1.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 64 year old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years due to non-calcific degeneration leading to mixed stenosis and regurgitation. The patient presented with nyha iii symptoms. A 23mm transcatheter valve was successfully implanted within the pre-existing surgical edwards valve using the transfemoral approach. The patient was scheduled to be discharge the day after the procedure. As reported, this valve deterioration wad due to patient's young age and diabetes.